Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement procedure, air allegedly entered lines through red lumen. Further it was reported that it was found to have a puncture in one of the dwells. Reportedly catheter removed by ir procedure. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 27 cm glidepath d/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The edges of the in-parallel pinholes on the red extension leg were noted to be jagged. What appeared to be in-parallel pinholes, were noted on the center portion of the red luer extension leg. Upon infusion on the red luer, a leak was observed exiting from the n-parallel pinholes at the red luer extension leg. Therefore, the investigation is confirmed for the reported air in device and the material puncture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement procedure, air allegedly entered lines through red lumen. Further it was reported that it was found to have a puncture in one of the dwells. Reportedly catheter removed by ir procedure. There was no reported patient injury.